Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 243 mg/dl. Blood glucose level on the morning of the call was 333 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected weak battery alarms noted. The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to verify prime alarms due to motor error alarms. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window. No traces of moisture were noted at electronic or motor assemblies per visual inspection.